Event description:
Screw holding forceps arm snapped off.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed one side of the tip broke off, the broken piece was not returned. The fracture surface exhibits beach marks consistent with a low stress high cycle fatigue. The other tip also exhibits a crack, also consistent with fatigue. The instrument was likely used beyond its intended life. The date code 00/3 indicates the product was manufactured in the third quarter of 2000. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.